Manufacturer narrative:
(B)(4). Initial report sent to FDA on 12/29/2014.

Event description:
Procedure: colectomy. According to the reporter: the surgeon fired the instrument and was unable to remove the device without force. Upon inspection, there were unformed staples in the rectum. The anastomosis was not viable and a colostomy was preformed to correct the issue. There was an extension of surgical time of over 30 minutes. There was no reinforcement material used.